Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that some spots are perceived inside the siltex hpg, 375cc breast implant. Leak testing was performed, in accordance with mentor procedures, and multiple rents were observed on the anterior view measuring between less than 0.1 cm to 0.1 cm. In addition, the spots observed inside the implant could be occasioned by the tears observed. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient wanting a bigger size implant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a 375cc mentor memorygel breast implant and after the device was explanted, the doctor noticed red spots on the surface. The patient wanting a bigger size implant is the primary reason for the device explantation. The potential that this issue could cause or contribute to a death or serious injury, or other significant adverse event, is remote, and therefore, was considered not reportable. However, on (B)(6) 2023, the mentor failure analysis lab has received the device for evaluation and on (B)(6) 2023, the evaluation for the device was completed; multiple rents were observed on the anterior view measuring less than 0.1 cm.